Event description:
It was reported that the left ventricular lead threshold was high as a result of the lead having dislodged and pulled back from the coronary sinus. The lead was well fibrosed and was torn in pieces during the extraction. The distal piece was eventually snared out for extraction and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.